Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the rasp handle. During an unspecified procedure, the rasp handle "broke" and a few parts fell into the surgical area. The handle was being hammered upon when this occurred. All pieces were successfully retrieved and removed; this was confirmed via x-ray. Review of a picture clarified that the product fell apart and was not broken; the locking screw component had loosened and come apart from the handle. Further information was not provided.